Event description:
It was reported that the user could not remove the catheter from the coronary sinus. The patient had general anesthesia and the user succeeded in the removal of the device without surgery. There was no patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.